Manufacturer narrative:
A complete lead was returned in one piece with the helix extended clogged with blood/tissue. X-ray examination found the helix to be stretched/bent and the inner coil inside the connector region. The helix mechanism test could not be performed. The cause of the reported event was isolated to the helix being stretched/bent and the over torque of the inner coil.

Event description:
During device preparation, the lead was unable to retract. A new lead was implanted and the patient was in stable condition.